Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). Device evaluation: product testing could not be performed as the product was not returned for evaluation (the device was discarded by the customer). Therefore, the reported issues could not be verified, and a product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a symfony toric intraocular lens (iol), model zxt225 21.5 diopter was explanted from the patient's right eye (od) due to unexpected post-op refraction and uncorrected visual acuity (ucva), blurry vison. It was noted the patient's symptoms significantly interfered with their activities of daily life. The explanted lens was replaced with a model zxt300 20.5 diopter iol. The product is not available for return as it was discarded by the customer. On (B)(6) 2019 the patient's refraction was: - 1.25, +0.75, x052. Ucva was 20/40-1. No additional information was provided.